Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels which led to diabetic ketoacidosis on two different occasions. In addition, it was reported that multiple, intermittent unspecified alarms occurred. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.